Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found tip clamp #4 and several others bent, which caused tips not to be held properly. Replaced 6 tip clamps and verified x-arm calibration. The instrument was tested without further problem and was returned to expected operation.